Event description:
Patient reported obtaining back-to-back blood glucose results of 44 mg/dl and 300 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Patient noted that, when transporting test strips, she often takes a few strips from current vial and stores, capped, in an older vial. Patient did not indicate if the strips in use were those that had been removed from the original vial. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.